Manufacturer narrative:
The hospital biomed replaced the ez change valve to resolve the issue. No patient information provided to date after calls to customer 05/02/22 and 05/09/22. Unique identifier: (B)(4). Legal manufacturer: hcs madison - (B)(4). The hospital biomed replaced the ez change valve to resolve the issue.

Event description:
The hospital reported an error that resulted in high co2 delivery. There was no report of patient injury.